Event description:
Patient presented with complaints of pain associated with vaginal mesh, removal of the vaginal mesh was completed in the operating room and sent to pathology.extrusion of the mesh in her vagina. She was otherwise asymptomatic from this mesh extrusion other than being able to feel it.